Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). "False increase of estradiol levels in a (B)(6) postmenopausal patient with estrogen recepto-positive breast cancer treated with fulvestrant." Clinical breast cancer. (B)(4).

Event description:
A (B)(6) woman with estrogen receptor-positive (ER+) breast cancer who underwent bilateral oophorectomy and was subsequently treated with letrozole and fulvestrant was found to have a falsely increased architect estradiol level. This led to inappropriate management of the patient. During her treatment between (B)(6) 2013, the patient was started on antiestrogen therapy with letrozole and fulvestrant and a bone-protecting agent, zoledronic acid. At the patient's request, her primary oncologist obtained a serum estradiol level, which was unexpectedly elevated (101.2 pg/ml). Additional testing also generated elevated results of 157.9 pg/ml on (B)(6) 2013 and 93.4 pg/ml on (B)(6) 2013. A pelvic ultrasound was performed that revealed a possible small soft tissue density in the left adnexal region. Additional imaging was performed along with a diagnostic laparoscopy for removal of possible remnant ovarian tissue. Pathology found fibrovascular and adipose tissue, but no ovarian tissue. This ruled out ovarian remnant syndrome as the cause of the increased estradiol levels. Endocrinology specialists were then consulted and fulvestrant cross-reactivity with the assay was suspected. Subsequent testing of the patient's serum with lc-ms/ms technology detected no levels of estradiol (less than 10 pg/ml). There was no injury to the patient due to this issue and no further impact to her clinical management.

Manufacturer narrative:
In-house investigation confirmed that the drug fulvestrant causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued to all current architect estradiol customers. The letter informs the customer that patients undergoing fulvestrant therapy should not be tested with the architect estradiol assay. It also instructs the customer to review the letter with their medical director. The architect estradiol package insert will be updated to include new information regarding interference/cross-reactivity between the architect estradiol assay and the drug fulvestrant.